Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/30/2015 and confirmed a leak in the main diluter panel due to tubing at pinch valve pv43. The fse replaced the tubing, resolving the leak and wbc vote outs reported. Further troubleshooting revealed the diff mix chamber was not operational. The fse replaced the diff mix chamber resolving the diff vote outs reported by the customer. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 40 ml of bloody fluid leaked from the bottom of a coulter hmx hematology analyzer; the leak was not contained within the instrument. The customer also reported white blood cell (wbc) and differential (diff) vote outs (non-numeric results) were recovered on a single patient sample at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.